Manufacturer narrative:
This report is being submitted as follow up no. 1 to update, and to provide the completed investigation results. One used 6fr angio-seal evolution was received for product evaluation. The evolution device was returned mated with the hemostasis sheath. No other accessory components were returned. Visual inspection revealed that the hemostasis sheath was found to be mated with the deployment sleeve which was in the rear lock position with the color bands fully exposed. The suture and compacted collagen hung from the tip of the carrier tube. There was no anchor returned separately or attached to the collagen/suture knot. The compaction tube was still contained within the device. The button was stiff. No other visual anomalies were noted. Functional testing was performed. The button was pressed, and the suture unwound as intended. No functional anomalies were noted. Dried bloodlike substances were observed on the tamper tube. Dimensional testing was performed. The od of tamper tube was measured to be 0.054'' which was found to be within the manufacturer specifications. The device was disassembled, and the gears were rotated in both directions with corresponding rack movement; no functional anomalies were noted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that excessively pulling back on the device or incorrect placement of the device in the vessel which would have led to undue force on the anchor may have led to the event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on august 23, 2019. The procedure being performed prior to use of angio-seal device was a peripheral angio, above the knee & pop. A 4fr procedural sheath was used. A pre-deployment angiogram was performed. During the withdrawal of the device when pulling everything came out and the anchor and collagen were not observed. Doppler showed distal pulse and there was no occlusion.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after locating the angio-seal evolution device, when pulling the device in order to deploy the angio-seal, everything was detached and the entire system came out, including the collagen, however the anchor remained in the artery. Manual compression was immediately performed. The patient wasn't showing any signs of vessel occlusion and was discharged after observation.